Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31626438l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during cardiac ablation for afib ¿ persistent with a thermocool smarttouch sf catheter, the patient experienced a drop in blood pressure, tamponade treated with pericardial drainage. The patient had cardiac arrest, required cardiac massage, resuscitation without success, and the patient died. During cardiac ablation, the patient had tamponade detected due to a drop in patient blood pressure. Transthoracic ultrasound confirmed tamponade and pericardial drainage. The patient had cardiac arrest which occurred on the table. Cardiac massage and resuscitation were performed without success. The patient ultimately passed away. Possible cause noted was ablation in the coronary sinus. ¿biosense material is not incriminated.¿ additional information was received which indicated that the force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used were 3 mm - 3sec. The color option used prospectively was tag index, tag size 3. The number of performed radiofrequency (rf) ablations were 97 in the left atrium, coronary sinus 15, and right atrium 12. There was no evidence of steam pop, apart from blood pressure drop. The flow settings were high flow between 8 and 15 ml, low flow 2ml, pre rf time 2secs, post rf time 1sec, and low fluid warning 100ml. The filter for visitag used were force: 3g. Force over time: 25%, and tag index: low 350 - max 450. Correct catheter settings were selected on the generator. The pump switched from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The patient did not require cardiac surgery. One transseptal puncture site was performed during the procedure.